Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited farfield oversensing of p-waves on the rv channel, which, were being marked as ventricular fibrillation (vf). Technical services (ts) noted that rv intrinsic amplitude measurements have decreased since implant and discussed evaluating the position of the rv lead, considering sensitivity programming changes, or repositioning the lead. The root cause was not determined. No changes were made and the physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.